Manufacturer narrative:
The technician found the cause is due to the latch spring being worn from normal usage. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the right intermediate side rail latch spring and the bed functioned as designed. Based on this information, no further action is required.

Event description:
The technician reported that the right intermediate side rail would not stay latched unless the release handle is held out while raising and latching the side rail. The bed was located in storage on the 8th floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).